Manufacturer narrative:
A leak was observed on the exposed portion of the cannula. It could not be determined when or how the damage occurred. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 350 mg/dl, while wearing the pod on the abdomen between 4 and 24 hours. A new pod was applied as treatment.

Manufacturer narrative:
H3 - device evaluated by manufacturer? Changed from blank to yes.